Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used in a sacroiliac and thoracolumbar procedure. It was reported that there was a failure in m calibration. When the imaging system started, it ask m calibration, the m button was pushed but nothing happen ( > 1 min). The site waited for longer than an hour before they decided to proceed with the procedure. The procedure was rescheduled. No further information has been received. Additional information was received stating that the procedure was performed with a 2.5 hour delay. The issue occurred when no patient was present. M calibration is in reference to motion calibration. The m calibration was not working properly because the imaging system was not properly initialized.